Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly and no delivery/occlusion alarm due to buttons not responding.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was stuck in prime rewind. The customer¿s blood glucose was 163 mg/dl at the time of the incident. Customer reported insulin flow block alarm. Customer also reported that the insulin did not exit. Troubleshooting was performed for prime rewind and insulin flow block alarm. Customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.